Manufacturer narrative:
Multiple insulin pump error alarmed during rewind due to stuck motor slide. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test or motor test due to stuck motor slide. Once motor/motor slide was removed and reinstalled the motor rewound normally.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer blood glucose level was unknown. Customer also stated that the insulin had pump error no motor movement or negligible movement. Retries to free a stuck motor failed. Trouble shooting was performed and self test and displacement test was passed. The device will be returned for analysis.